Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-33, lot# v042098, implanted: (B)(6) 2007, explanted: (B)(6) 2008, product type: lead.

Event description:
The patient reported that their cable broke so they had to have the device repaired. Medical records were obtained and a procedure was noted on (B)(6) 2008. The procedure was due to a malfunctioning dorsal column stimulator and a lead revision was performed. The patient was brought to the operating room and general anesthesia was administered. The lead-extension connection was identified using fluoroscopy and that area was anesthetized. The skin was incised and the connection was externalized. The lead was then disconnected and the anchor was found and freed from the sutures. The existing lead was pulled out without any difficulty and the tip was intact. An epidural needle was inserted into the epidural space at the t12-l1 level and a new lead was implanted. The lead was advanced to the left of midline until electrode 0 was at the t8 level. The patient was implanted for lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.